Event description:
It was reported that during the implant attempt threshold was unstable on the lead as failed defibrillator threshold was noted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product ID# 6935m62, the lead was returned, analysis was performed, and no anomalies were found,

Event description:
It was reported that during the implant attempt threshold was unstable on the lead as failed defibrillator threshold was noted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694965 implanted: 2004 (B)(6); 7230cx implanted: 2004 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.